Event description:
A report was received that the patient underwent an ipg replacement procedure due to ipg malfunction.

Event description:
A report was received that the patient underwent an ipg replacement procedure due to ipg malfunction.

Event description:
A report was received that the patient underwent an ipg replacement procedure due to ipg malfunction.

Event description:
A report was received that the patient underwent an ipg replacement procedure due to ipg malfunction.

Manufacturer narrative:
Additional information was received that the patient was explanted because the ipg could not be charged anymore.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The returned ipg passed all electrical, performance, photographic and visual inspection tests performed. The device exhibits normal charging and discharging characteristics.